Event description:
Additional information was received in a (B) (6) alleging that the patient 'suffered physical and other injuries' as a result of the lead, and that the lead fractured, and the patient 'experienced inappropriate and/or excessive shocking or failure to received therapeutic shocks', and required replacement of the 'defective' lead. It also alleged that the patient 'has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress'. Lead 'failure' was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the defib conductor was fractured; full lead returned for analysis. Received second user facility medwatch, report (B) (4). Information incorporated into this event. Uf number modified to meet the required format for FDA.